Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacement was used during an egd (esophagogastroduodenoscopy) and tube replacement procedure performed in 2009. According to the complainant, during the procedure, the device would not stay inflated inside the pt. The device in use prior to the procedure was used for a few more days until the procedure could be rescheduled. The case was aborted because a second device was not available. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.